Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 219 mg/dl and the sensor glucose was 400 mg/dl at the time of the incident. The customer reported that the patient was having problems with sensors. The customer stated that the sensor was giving her different readings than when she checks her blood glucose and was 100 to 200 points off. Customer states she put on a sensor last night and all night it kept beeping saying she was having a low and her blood glucose was 160 mg/dl. Sensor glucose was 60 mg/dl. Customer took her morning blood glucose and it was 140 mg/dl. Sensor glucose was showing a low below 80 mg/dl. Sensor glucose was showing above 400 mg/dl. Blood glucose was 219 mg/dl. The customer gave herself a correction dose. Sensor glucose and blood glucose difference was not within acceptable range. Sensor glucose value that triggered the suspend event was 60 mg/dl. Threshold and low suspend limit in sensor settings was 60 mg/dl. The customer got a calibration error while on the phone. The sensor will not be returned for analysis.